Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot 13d019 was manufactured from april 18, 2013 to april 19, 2013. The device was received for evaluation against the reported condition. Visual inspection of the device revealed a ruptured reservoir. Additionally, a microscopic examination was performed and found a marking near the rupture line of the internal surface of the reservoir. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a bolus infusor ruptured. This occurred during filling of fentanyl and normal saline, totaling 100 ml. There was no patient involvement. No additional information is available.